Event description:
The complainant has reported that a patient (age and gender unknown) under went a dilatation of a tracheal tumor. The patient hade an ultraflex tracheal stent in place for one month. The physician attempted to dilate the tumor with a 10mm balloon. The attempt to dilate the tumor's stricture reportedly resulted in the stent fracturing. The fractured stent was removed and another stent was successfully placed. The patient condition is noted to be fine with no reported ill effects as a result of the fractured stent or replacement procedure.